Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was fractured, exhibited high thresholds, high impedance and intermittent capture. The lead was programmed off and remains in patient. No patient complications have been reported as a result of this event.